Event description:
It was reported the patient had surges in stimulation at an amplitude that had been comfortable. It was logged the patient was not able to turn stimulator off with patient programmer sometimes. It was reported the patient was able to communicate with the ins as well as see the neurostimulator off icon without lightning bolt, however they reported they were still feeling stimulation on. It was reported the diary showed the implant had been turned off. It was noted it was only used part of the day, and confirmed the patient had turned it off. It was logged this did not explain why the patient still felt stimulation and these symptoms had been happening since the end of december everyday. It was reported the patient had not been overdischarged recently and the patient was 100% charged at time of report. It was noted the patient used 1 group with one program and the one program was being used at 1.1v with the active electrodes of 8, 9, 10, 14, and 15. It was noted the patient's normal amplitude was at 3.6, and 2.6v. It was reported the surge was in the normal location that the patient felt stimulation in, in the right leg and all over in both legs. It was noted "it was all in different positions, random". It was reported they did an impedance test, used reference 0 on all normal, and focused on going through reference values 8 through 15. It was noted that everything was perfectly normal in 8 through 15 reference and all pairs. It was logged that all values were close in range and in between 700 and 900 ohms. It was reported reference 8 was lowest and was 726 on 5 and 886 on 11 and reference 9 was lowest with 734 on 5 and 889 on 11. It was noted that electrodes 10, 11, 12, 13, 14, 15 were all ok. It was reported the patient was directed to turn the implant off to see if they would have those surges over the following week. It was noted if the implant was off and they had those surges, then it was likely related to paddle position, and was medical in nature. It was logged that the 8-15 lead was intact and they were not sure why the patient would feel an electrical surge if only programmed on that lead and no impedance issue. Additional information received reported the patient had not tried turning the stimulation off for the week as had been suggested because she needed it for pain relief and just did not want to have pain. It was logged that the stimulation was variable and seemed to change on and off during the day, even when she was not moving. It was logged the stimulation would not turn off when she used her programmer to turn it off for about 5 nights, then it turned off the night prior to report when she pushed the off button. It was reported the patient's doctor wanted to replace the battery as he "knew it was defective", but they could not get approval from the insurance company to replace it.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).